Event description:
This spontaneous case describes the occurrence of lower abdominal pain ("severe lower abdominal pain a few days after essure placement") and device dislocation ("device had migrated to abdomen / a foreign body in abdomen showed in test") in a 37 year-old female patient who had essure (ess205) inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2007, the patient had essure (ess205) inserted. In 2007 she experienced lower abdominal pain (seriousness criterion intervention required). In 2020 she experienced device dislocation (seriousness criteria disability and intervention required) and general physical health deterioration ("her condition deteriorate / condition had worsened,"). Essure (ess205) was removed in 2023. An unknown time later she experienced gingivitis ("gum infections"), tooth loss ("she lost some teeth"), pudendal canal syndrome ("palsy of the pudendal nerve"), anal abscess ("anal abscess"), gastrointestinal disorder ("major intestinal disorders with occlusion"), intestinal obstruction ("major intestinal disorders with occlusion"), asthma ("asthma"), bronchiolitis ("bronchiolitis"), chronic sinusitis ("chronic sinusitis"), bone disorder ("bone problems"), osteoarthritis ("osteoarthritis"), osteoporosis ("osteoporosis"), cramp in lower abdomen ("cramps"), tendonitis ("recurring tendinitis") and metal poisoning ("she was poisoned by devices that released heavy metals"). The patient was treated with surgery (essure removal (removal remove uterus, fallopian tubes and ovaries) in 2023). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure (ess205) with regard to lower abdominal pain, general physical health deterioration, gingivitis, tooth loss, pudendal canal syndrome, anal abscess, gastrointestinal disorder, intestinal obstruction, asthma, bronchiolitis, chronic sinusitis, bone disorder, device dislocation, osteoarthritis, osteoporosis, cramp in lower abdomen, tendonitis or metal poisoning. The reporter commented: after insertion, in 2007, she had no problems¿, she recounts. ¿she experienced severe pain in lower abdomen a few days later, but she did not worry about it. Then, she was no longer followed up; my gynaecologist had moved house.¿ however, while she had ¿always been in good shape¿, over the years, she saw her condition deteriorating. She still has sequelae, she became disabled. She is a huge expense for social security. Diagnostic results (normal ranges are provided in parenthesis if available): [imaging procedure] in 2020: showed the presence of a foreign body in her abdomen based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case describes the occurrence of lower abdominal pain ("severe lower abdominal pain a few days after essure placement") and device dislocation ("device had migrated to abdomen / a foreign body in abdomen showed in test") in a 37 year-old female patient who had essure (ess205) inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2007, the patient had essure (ess205) inserted. In 2007 she experienced lower abdominal pain (seriousness criterion intervention required). In 2020 she experienced device dislocation (seriousness criteria disability and intervention required) and general physical health deterioration ("her condition deteriorate / condition had worsened,"). Essure (ess205) was removed in 2023. An unknown time later she experienced gingivitis ("gum infections"), tooth loss ("she lost some teeth"), pudendal canal syndrome ("palsy of the pudendal nerve"), anal abscess ("anal abscess"), gastrointestinal disorder ("major intestinal disorders with occlusion"), intestinal obstruction ("major intestinal disorders with occlusion"), asthma ("asthma"), bronchiolitis ("bronchiolitis"), chronic sinusitis ("chronic sinusitis"), bone disorder ("bone problems"), osteoarthritis ("osteoarthritis"), osteoporosis ("osteoporosis"), cramp in lower abdomen ("cramps"), tendonitis ("recurring tendinitis") and metal poisoning ("she was poisoned by devices that released heavy metals"). The patient was treated with surgery (essure removal (removal remove uterus, fallopian tubes and ovaries) in 2023). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure (ess205) with regard to lower abdominal pain, general physical health deterioration, gingivitis, tooth loss, pudendal canal syndrome, anal abscess, gastrointestinal disorder, intestinal obstruction, asthma, bronchiolitis, chronic sinusitis, bone disorder, device dislocation, osteoarthritis, osteoporosis, cramp in lower abdomen, tendonitis or metal poisoning. The reporter commented: after insertion, in 2007, she had no problems¿, she recounts. ¿she experienced severe pain in lower abdomen a few days later, but she did not worry about it. Then, she was no longer followed up; my gynaecologist had moved house.¿ however, while she had ¿always been in good shape¿, over the years, she saw her condition deteriorating. She still has sequelae, she became disabled. She is a huge expense for social security. Diagnostic results (normal ranges are provided in parenthesis if available): [imaging procedure] in 2020: showed the presence of a foreign body in her abdomen. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 30-may-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.